Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly blood glucose was 600 mg/dl due to customer ate a lot of candy. Mac and cheese, and rice, boluses were applied to address the issue. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.